Event description:
Dr. (B)(6) revised a left medial uni originally done on (B)(6) 2023 due to persistent pain. No allegations were made against the implants. Dr. Has revised to a primary triathlon with universal baseplate.